Manufacturer narrative:
Correction is made in section d9. The first supplemental report to correct the device return date was inaccurate. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Correction is provided in section d9. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when the blade is connected, the rotation sometimes becomes unstable or stops at both low and high speed settings." It was confirmed that no patient was involved or affected by this. No negative impact in state of health reported.